Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("medical device removal/removal of migrated essure coils") in a 37 year-old female patient who had essure inserted (lot no. C22913) for female sterilisation. The patient had a medical history of fatigue, migraine, irritable bowel syndrome, dysmenorrhea, depression, bacterial vaginosis, anxiety, vaginal bleeding and pelvic pain. Previously administered products included: medroxyprogesterone acetate, multivitamin and mineral and potassium. The patient had a family history of depression and thrombocythemia. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2023, 2971 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. The reporter commented: discrepancy noted: insertion date: as per argus (B)(6) 2015. As per mr: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test] on (B)(6) 2015: negative. [Ultrasound pelvis] on (B)(6) 2023: findings: the uterus measures 9.9×6.0×7.5 em, the endometrial stripe is 1.0 cm in thickness, heterogeneous hypoechoic lesion in the posterior uterus and measuring up to 2.0 cm likely represents leiomyoma. Additional smaller leiomyomas some of which may contain calcification could be present.a hyperechoic structure within the left uterus and extending to the endometrial complex could be related to an essure coil, presumed right essure coil be present and appears more peripherally located relative to the uterus. The right ovary measures 4,7×2.8×4.7 cm. The left ovary measures 3.7×1.3×1.6 em. No adnexal. Mass is visualized. Blood flow is seen within both ovaries with color and spectral doppler. Impression: essure coils are noted and are not well evaluated by ultrasound. There may be migration of the left essure coil into the endometrial complex. This could be further evaluated with hysterosalpingography. Probable uterine leiomyomas. [Ultrasound scan] on (B)(6) 2023: us showed migrated essure coils. The most recent follow-up information incorporated above includes data received on: 28-sep-2023: mr received :event "medical device removal updated to device migration" lot number added, reporters information patient medical history and surgical pathology reports were added. Product insertion date and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2023, 2853 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2023, 2853 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("medical device removal / removal of migrated essure coils") in a 37 year-old female patient who had essure inserted (lot no. C22913) for female sterilisation. The patient had a medical history of fatigue, migraine, irritable bowel syndrome, dysmenorrhea, depression, bacterial vaginosis, anxiety, vaginal bleeding and pelvic pain. Previously administered products included: medroxyprogesterone acetate, vitamins nos and potassium. The patient had a family history of depression and thrombocythemia. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2023, 2971 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via bilateral salpingectomy). The reporter considered device dislocation to be related to essure administration. The reporter commented: discrepancy noted: insertion date. As per argus: (B)(6) 2015. As per mr: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test] on (B)(6) 2015: negative. [Ultrasound pelvis] on (B)(6) 2023: findings: the uterus measures 9.9×6.0×7.5 em, the endometrial stripe is 1.0 cm in thickness, heterogeneous hypoechoic lesion in the posterior uterus and measuring up to 2.0 cm likely represents leiomyoma. Additional smaller leiomyomas some of which may contain calcification could be present. A hyperechoic structure within the left uterus and extending to the endometrial complex could be related to an essure coil, presumed right essure coil be present and appears more peripherally located relative to the uterus. The right ovary measures 4,7 ×2.8×4.7 cm. The left ovary measures 3.7×1.3×1.6 em. No adnexal. Mass is visualized. Blood flow is seen within both ovaries with color and spectral doppler. Impression: 1. Essure coils are noted and are not well evaluated by ultrasound. There may be migration of the left essure coil into the endometrial complex. This could be further evaluated with hysterosalpingography. 2. Probable uterine leiomyomas. [Ultrasound scan] on (B)(6) 2023: us showed migrated essure coils batch no c22913 production date~2014-02-10 expiration date 2017-02-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-feb-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.